Manufacturer narrative:
Flashing Medtronic Logo due to severely corroded PCB1 Board and PCB2 Board. Unable to verify Critical Pump Error 35 due to flashing display. Unable to download using THUMP due to flashing display. Unable to perform Self-test, Rewind, Seating, Basic Occlusion Test, Occlusion Test, Force Sensor Test, Displacement Test, Active Current Measurement and Sleep Current Measurement test due to flashing display. Found moisture damage to motor assembly, PCB1 Board and PCB 2 Board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, stained serial number label, and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly.Confirmed flashing Medtronic display and was unable to verify Critical Pump Error 35 due to flashing Medtronic display. Confirmed moisture damage to motor assembly, PCB1 Board and PCB 2 Board.Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.